Event description:
Boston scientific crm received information that since implant, the physician questioned right ventricular (rv) sensing measurements issues. During a clinical check, the rv lead exhibited high out of range impedance measurements and loss of capture in both bipolar and unipolar pacing mode. A pacemaker set screw issue was suspected. A lead revision was performed where it was noted that the lead was fully engaged in the pacemaker header. The lead was tested with the pacing system analyzer (psa) and performed normally. However, when re-connected to the device, the lead displayed high impedance measurements again. This pacemaker was explanted and a new pacemaker was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. One rate fault reset was noted in the device memory. Normal interrogation was observed on the zoom programmer. The pacemaker performed normally during laboratory impedance testing. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. The device performed normally throughout all tests.